Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 427 mg/dl. Customer stated that they did not need to troubleshoot for high readings. Customer also stated that insulin pump worked great for a week and it then ran out of batteries. The insulin pump will not be returned for analysis.